Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Manufacturer narrative:
(B)(6).

Event description:
A report that a patient had an infection at the ipg site was received. The patient was treated with oral and IV antibiotics for the infection. Following treatment, the physician chose to revise the patient as the infection had reappeared. During the procedure, the physician cleaned and relocated the pocket site. The patient was treated with antibiotic for several weeks and is reportedly doing well.

Event description:
A report that a patient had an infection at the ipg site was received. The patient was treated with oral and IV antibiotics for the infection. Following treatment, the physician chose to revise the patient as the infection had reappeared. During the procedure, the physician cleaned and relocated the pocket site. The patient was treated with antibiotic for several weeks and is reportedly doing well.